Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently to the ER with abdominal and back pain. The physician ordered a cta and discovered a contained rupture from a type I endoleak. The aneurysm was 104 mm in diameter. The physician treated the rupture using a 36x14x102 endurant aui device and the endoleak/rupture was successfully resolved. The physician stated the cause of the event was due to neck dilatation from disease progression. No additional clinical sequelae were reported and the patient is fine.